Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they needed stimulation to be covered higher up on their back. The patient had been trying to do it with their programmer for 2 days. It was reported that their implantable neurostimulator (ins) was on, it just was not in the correct location. The patient needed to meet with someone to adjust stimulation coverage. The manufacturer representative (rep) reported that the patient needed assistance in running their remote to turn up the settings. They walked them through that over the phone and the patient had stimulation in their back. Relevant medical history includes non-malignant pain and failed back surgery syndrome.